Manufacturer narrative:
No instruments were being sterilized at the time of the reported event. No procedure delay or cancellation occurred as a result. The user facility stated after running a test cycle, a user facility employee retrieved the steris verify v24 self-contained biological indicator from the sterilizer and experienced a burn on his fingers when he came in contact with the scbi. The employee subject of the reported event was evaluated at the user facility and subsequently returned to work. The user facility confirmed that the employee was not wearing proper ppe at the time of the reported event. The scbi which was used was identified to be damaged, allowing hydrogen peroxide to become trapped within the media of the ampoule, causing the burn. The user facility stated that the scbi was damaged prior to its placement in the sterilizer. User facility personnel stated the damage may have occurred during shipment. Damage to the ampoule within the indicator vial can occur during transit if rough handling or excessive shaking of the outer package occurs. Steris quality inspected the retains of the lot number and confirmed there was no evidence of damage. The DHR was reviewed and no abnormalities were identified. The verify v24 scbi instructions for use state "before use, examine biological indicator vial to ensure cap bottom does not extend beyond top arrow on vial label and cap freely rotates." During this inspection, it is expected the device user would detect a broken ampoule as the scbi vial containing the ampoule is transparent. The sbci is completely self-contained, and includes a glass ampoule of growth media within a plastic vial. The growth media is not hazardous. The steris verify v24 self-contained biological indicator instructions for use states "caution: in some instances residual hydrogen peroxide may be trapped within the media of a damaged ampoule. Should this occur avoid direct contact with the scbi and its contents. Place entire test pouch and its contents into a steam compatible container and dispose according to the instructions at the end of this document." And "caution: always wear gloves when handling the scbi. The steris operator manual states on page 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment, spill containment and cleanup. When handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." The user facility stated the v-pro 60 was operational. No issues were reported with the sterilizer. Steris will offer in-service training on the proper use and handling of the steris verify v24 self-contained biological indicator and including the proper ppe necessary to handle the scbi.

Event description:
The user facility reported an employee was burned when removing a steris verify v24 self-contained biological indicator after the completion of a steris v-pro 60 sterilization cycle. Medical treatment was sought and administered.

Manufacturer narrative:
The steris account manager completed in-service training on the proper use and handling of the steris verify v24 self-contained biological indicator and proper ppe necessary to handle the scbi with the user facility.